Manufacturer narrative:
Investigation summary: two open 32g x 4mm pen needle samples and five photos were returned from lot. No.0245193, cat. No.320136. Visual examination was carried out on the returned samples and photos and melted plastic on the top of the cover and hub of one sample was observed. No teardrop label was returned with this sample. Evidence of a teardrop label being applied to the cover was observed. A functionality test was carried out on the second sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of the melted plastic was due to a fault on the label machine during assembly which resulted in heat and pressure being applied for an extended period of time.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle there was foreign matter in the tube(s) and inner shield/or outer cover/cap does not attach/detach. The foreign matter event occurred 1 time. The inability to attach the pen needle event occurred 1 time. The following information was provided by the initial reporter and translated to english. The customer stated: "when removing the tear drop label, something strange (fm) was found on the pen needle and the pen needle could not be attached to the pen.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle there was foreign matter in the tube(s) and inner shield/or outer cover/cap does not attach/detach. The foreign matter event occurred 1 time. The inability to attach the pen needle event occurred 1 time. The following information was provided by the initial reporter and translated to english. The customer stated: "when removing the tear drop label, something strange (fm) was found on the pen needle and the pen needle could not be attached to the pen."